Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 120 units of insulin. Reportedly, about 4 hours after filling the cartridge, the insulin gauge displayed 60 units of insulin. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer loaded a new cartridge and obtained an accurate fill estimate.